Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The initial release of the first closure device (24mm) failed to meet release criteria for which it was fully recaptured and removed. The physician then advanced a 27mm closure device and upon deployment a pericardial effusion and a perforation to the distal laa was seen on the angiogram. The deployed closure device was left in place still attached to the core wire. At this time, a pericardiocentesis was performed and protamine was given. Despite the pericardiocentesis, the bleeding persisted resulting in the patient undergoing surgery for an atrial clip to close the appendage. During surgery, just prior to the surgeon placing the clip, the implanter fully recaptured the closure device and removed it from the patient. Surgery was successful and the patient is doing well.